Manufacturer narrative:
The device was received by resmed for an engineering investigation. The device evaluation confirmed a single occurrence of system fault 74, however, performance testing could not reproduce the device fault. Based on all evidence and previous investigations of similar complaints, the investigation determined that the reported event was most likely due to a software issue. The device software was upgraded to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task fault. The device was not in use when the fault occurred; therefore, there was no patient involvement.